Event description:
Olympus was informed that in the middle of a transurethral resection of the bladder (turb) procedure, three resection loops broke off and fell inside the patient. A visual examination was performed and it was noted that the loops disintegrated completely leaving no device fragments in the patient. The procedure was delayed for an unspecified amount of time, but there was no patient harm reported. A fourth device was used and the intended procedure was completed. Olympus followed up with the customer and was informed that a ues-40 generator was used during the case and the settings were 280 cut/140 coag.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation as the loops were completely disintegrated. However, all of the concomitant devices were returned for evaluation. The returned devices were tested as a system along with a test electrode using the nominal settings on the returned ues-40 and the reported event could not be duplicated. The exact cause of the reported incident could not be conclusively determined at this time. If additional information becomes available or the device at a later time, this report will be supplemented. Please cross reference the following MFR#s: 2951238-2015-00150, 2951238-2015-00151.